Event description:
Root canal overfill tooth #31 with vitaplex. Burning pain dysesthesia. Anesthesia lip and chin. Date the person first started taking or using the product: (B)(6) 2014. How was it taken or used: injection.